Manufacturer narrative:
The sample was received for investigation and investigated as follows: the sample was returned in an open secondary package. The sample included labels, instructions for use (IFU), delivery system (eds) placed in cradle within a pouch and a device. The device was placed in a plastic bag. The eds wire was slightly pressed and protruded from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There has been one similar complaint for the lot. The root cause cannot be identified as the device was detached from eds which was operated and performed its functionality releasing the shunt. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, a release failure occurred. The surgery was completed after replacing the device with another device. This event occurred with 2 products of the same lot number on the same day. Additional information was requested. There are two medical device reports associated with these two events. This report is for one of two glaucoma filtration devices.